Manufacturer narrative:
Submit date: 11/29/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lite glove. Customer states their light handle covers (2ea) tore/split when they went to use them. No reported injury or death.